Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. The monitor's electrode belt receptacle was broken free from the monitor enclosure and missing, damaging wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor. Monitor manufacture date: 03/19/2014. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable connector was stuck in the monitor receptacle. The root cause for the stuck trunk cable connector was unable to be positively identified. No adverse event resulted from the defective electrode belt. Belt manufacture date: 10/06/2014.

Event description:
A us distributor reported that a patient had a damaged monitor case.